Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient dislocated and radiographs showed some sort of damage to trunnion according to the doctor. Patient was revised the same day. Accolade stem was removed as well as liner and head and replaced with restoration modular, new poly, and competitor head. Stem showed signs of damage to trunnion." The conclusion of the med review states ¿cup malposition in very superficial position has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head with corrosion leading to catastrophic taper damage and dissociation of the femoral head from the taper as final adverse effect requiring revision".

Event description:
As reported: "patient dislocated and radiographs showed some sort of damage to trunnion according to the doctor. Patient was revised the same day. Accolade stem was removed as well as liner and head and replaced with restoration modular, new poly, and competitor head. Stem showed signs of damage to trunnion." The conclusion of the med review states ¿cup malposition in very superficial position has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head with corrosion leading to catastrophic taper damage and dissociation of the femoral head from the taper as final adverse effect requiring revision". Update 02 jan 2018 - ¿cup malposition in very superficial position has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head with corrosion leading to catastrophic taper damage and dissociation of the femoral head from the taper as final adverse effect requiring revision".

Manufacturer narrative:
Corrected data: date of implant. An event regarding disassociation involving an accolade stem and a metal head was reported, shell malposition was confirmed following a medical review method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: clinician review: a review of the provided medical records by a clinical consultant indicated: "discussion: - despite the rather limited clinical information, it is clear from the x-ray that the cup has malposition with regard to center of rotation in the hip which is very relevant to the failure mechanism of this case. - total hip components require positioning for optimal rom. Normal cup position is around 45° of inclination (abduction) and some 20° of anteversion, a bit depending upon approach to the hip and surgeon preference. The stem should have an anteversion around 15°, again depending upon surgical approach and stem design. - even though both inclination and anteversion of this cup appear to be in range, the cup shell has been placed very superficially in the acetabular bone which causes the superior rim of the cup shell to protrude into the joint space with more than 1-cm while also the lower rim protrudes somewhat although less extreme. This is still without an insert that will add another several millimeters to the protrusion of the cup construct into the joint space. - all this has the effect to contribute to impingement between cup rim and stem neck because such protruding elements into the joint space detract from the effective movement space for the hip arthroplasty. Procedure-related factors: - cup malposition in very superficial position. Patient-related factors - none evident. Device-related factors: - none. Diagnosis: - cup malposition in very superficial position has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head with corrosion leading to catastrophic taper damage and dissociation of the femoral head from the taper as final adverse effect requiring revision." -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: a review of the provided medical records by a clinical consultant concluded "- cup malposition in very superficial position has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head with corrosion leading to catastrophic taper damage and dissociation of the femoral head from the taper as final adverse effect requiring revision." No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.